Event description:
It was reported that during a bankart repair procedure on (B)(6) 2015, the tip of the juggernaut inserter fractured while implanting an anchor. The fractured piece was removed from the patient and another inserter was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance."